Event description:
The initial reporter complained of high results for an unspecified number of patient samples tested for sodium electrode (na) on a cobas 8000 ise 900 module. Discrepant results were provided for 1 patient sample. The initial result was 151.37 mmol/l. The repeat result was 152.57 mmol/l. The customer performed daily cleaning and an ise check, replaced the solutions, and performed calibration and qc. The sample was repeated, and the result was 147.56 mmol/l. The sample was sent to an external laboratory using a competitor method, and the result was 145 mmol/l.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The competitor method was fuji.

Manufacturer narrative:
The image provided showed that the sample probe tip was fully coated with gel. The investigation determined the event was due to a preanalytical handling issue.